Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window. The visual inspection showed that the damage to the display window was a scratched not a crack as reported by the user.

Event description:
Customer reported that she dropped that insulin pump and the screen got cracked. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.